Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011 the patient underwent the following procedures: examination of previous fusion at l3-4. Internal stabilization from t12 through s1, bilateral, using a pedicle screw and rod system. Posterior and lateral mass fusion t12 through s1, bilateral, using autologous bone plus autogenous bone plus bone morphogenetic protein. Preparation of bone graft. Intraoperative fluoroscopy. Preoperative <(>&<)> postoperative diagnosis: myofascial pain syndrome, lumbar. Status post previous anterior lumbar interbody fusion, l3-4. 3. Lumbar spondylosis. Urinary incontinence. Hypothyroidism. Per op-notes:"the bone graft prepared, was placed posteriorly and laterally from t12 both through s1 on both sides and packed within the facet joint spaces bilaterally. Two large packages of rhbmp-2/acs were reconstituted according to supplier's instructions and allowed to assimilate for almost an hour. The rhbmp-2/acs was placed bilaterally from t12 through s1 both posteriorly and laterally." On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.